Event description:
It was reported to philips that the device gave an error while booting up. The user performed multiple reboots to get the device to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the table power supply. The fse replaced the table power supply and returned the system to use in good working order. The codes were updated based on the investigation outcome.